Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the full lead was returned where it was discovered that the helix was disengaged from helical channel. There was blood/body fluid on the distal conductor near the tip, in/on the helix mechanism and the sleevehead. The inner tubing was kinked/buckled. The tip seal was observed to be out of position.

Event description:
It was reported that during the implantation procedure a problem occurred with the helix mechanism of the lead. A new lead was used. No patient complications were reported as a result of this event.